Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient reported that the device exhibited no disposable clamp tubing alarm on both cadd legacy pumps with new veletri cassette. The issue was unresolved with troubleshooting. Patient reported cassette tubing bulging on top of cassette. Cassette was wasted and patient was advised to mix new cassette. Last cadd cassette lot shipped on 1- nov- 22 was 4315911 with expiration 19-aug-2027. No further details provided. No patient injury.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. H10: the device was not returned for investigation, so no visual inspection and functional test were performed. Based on the fact that no product was returned, the investigator was unable to confirm the reported complaint. A DHR (device history review) was performed, and no problems or issues were identified during this DHR review. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available.